Manufacturer narrative:
(B)(4). Initial report sent: 05/11/2012 under MDR number 1717344-2012-00565. Date sent: 02/18/2014. The incident device was returned and evaluated. Nothing was found that would have contributed to the customer's report. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that during a roux-en-y, minor bleeding occurred although an end tone, indicating a completed seal cycle, was heard. A forcetriad energy platform, set at 3 bars, was in use at the time. Another device was opened to control the bleeding and finish the case. There was no patient injury.